Manufacturer narrative:
This report has been identified as b. Braun melsungen (B)(4) internal report (B)(4). The sample was provided for an examination and root cause analysis in our service laboratory in (B)(4). The device history was read out and analyzed. During the investigation of the device history the reported infusion therapy could be found. It was possible to detect that the pca button was pressed three times in a timeframe of 6 hours. A flow deviation could not be recognized in the device history. The reported issue, that the device could not switched off can be recognized, because the syringe holder was open, when the nurse would like to switch off the device. During an open syringe holder it is impossible to switch off the device. The claws clamps the syringe plunger and thus a free flow can not happen. During the visual inspection of the perfusor space, the technician seal on the lower housing as well as all cover caps of the screw pillars were available and undamaged. It could be found out that the operating unit was bent due to an external force on the hinge plate. Furthermore it could be detected that the device was not checked according the technical safety check (tsc) since 2017. The next tsc had to performed in (B)(6) 2019. This could be identified due the tsc label on the lower housing part. The functional test was performed. The device passed the self test with a positive result. The syringe, which was insert for functional test, could be successfully identified and selected in the pump menu. It was possible to bring the pump in operation. The delivery accuracy of the pump was checked (rate 5ml/h). The determined value +1,51% was within specification (+-2%) (according to en iso 60601-2-24). A functional test of the bolus was performed. During the delivery, the bolus key was pressed and the bolus was running. No malfunction could be detected. The device was disassembled. No other damages or residues of liquid could be detected inside the device. The complaint could not be confirmed. Summing up all tests, the perfusor space operates within our specification. No product deviation. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in (B)(4): "overinfusion". Customer information: bolus injection during the syringe change process.